Event description:
It was reported that this was an attempted arteriotomy closure of the right common femoral artery using proglide devices relative to an vascular embolization/occlusion interventional procedure. Reportedly, three proglide devices did not deploy. A new device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported failure to fire was observed as a needle to cuff mis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. The investigation determined that the reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d1 ¿ brand name: updated. D2a ¿ common device name: updated. D3 ¿ name: updated. D3 ¿ address 1: updated. D3 ¿ city: updated. D3 ¿ postal code: updated.

Event description:
It was reported that this was an attempted arteriotomy closure of the right common femoral artery using proglide devices relative to an vascular embolization/occlusion interventional procedure. Reportedly, three proglide devices did not deploy. A new device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide devices referenced in b5 are filed under separate medwatch report numbers.